Manufacturer narrative:
H10: additional manufacturer narrative: echocardiogram images were reviewed. The submitted images appear to be from pre-pump and post-pump iotee during the initial bioprosthetic aortic valve replacement and mitral valve repair. Initial images suggest mixed aortic stenosis and regurgitation, with unclear anatomy of the aortic valve and aortic root. Subsequent images reveal evidence of mitral valve repair with probably no more than mild mitral regurgitation, and bioprosthetic aortic valve replacement with (based on limited images) normal leaflet appearance and motion and no evident aortic regurgitation. The submitted images do not permit assessment of the bioprosthesis appearance at a time when prosthetic aortic regurgitation was diagnosed, so it is not possible to address the severity or the mechanism of regurgitation. Post-pump images suggest the possibility of a laminar la thrombus close to the mitral valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b5, d4 (serial number, expiration date), f10, and h4. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that this young patient with a valve implanted in the aortic position underwent surgery for a valve-in-valve replacement 3 days after the surgery due to central regurgitation. As per surgeon opinion the cause is unclear, it might be progressive distortion of the prosthesis due to the altered anatomy of this patient, or valve thrombosis. A non-edwards valve was implanted within the surgical edwards valve. No balloon expansion of the valve was performed. The patient was noted as to be doing fine after the procedure. As reported, the patient had heart surgery in the past for coarctation of the aorta and later for aorta sinus aneurysm re-construction with patch, as per the surgeon this altered the anatomy of the heart of this patient. Due to new symptoms, a new surgery was planned and an aortic valve replacement and mitral repair were performed. It was a high-risk surgery. The valve was implanted. Patient required some inotropic support for the right ventricular function. Post-op echo main focus was on the mitral result, however the valve looked fine. Some days after surgery the patient had symptoms, arterial pressure started to elevate. A new echo showed a severe central regurgitation of the valve. The patient was then starting to deteriorate and was circulatory unstable. The decision was taken that this patient was not eligible for another open heart procedure and it was decided to go for a tavi procedure. A non-edwards 26mm transcatheter valve was implanted via transfemoral approach. Patient gradually improved and could be discharged from the hospital without any major adverse events during the later postoperative course.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a valve of unknown size implanted in the aortic position underwent surgery for a valve-in-valve replacement 3 days after ther surgery due to central regurgitation. A non-edwards valve was implanted within the surgical edwards valve. No balloon expansion of the valve was performed. The patient was noted as to be doing fine after the procedure. As reported, the patient had heart surgery in the past for coarctation of the aorta and later for aorta sinus aneurysm re-construction with patch. Due to new symptoms, a new surgery was planned and an aortic valve replacement and mitral repair were performed. It was a high-risk surgery. The edwards valve was implanted. Patient required some inotropic support for the right ventricular function. Post-op echo main focus was on the mitral result, however the edwards valve looked fine. Some days after surgery the patient had symptoms, arterial pressure started to elevate. A new echo showed a severe central regurgitation of the edwards valve. The patient was then starting to deteriorate and was circulatory unstable. The decision was taken that this patient was not eligible for another open heart procedure and it was decided to go for a tavi procedure. A non-edwards 26mm transcatheter valve was implanted via transfemoral approach. Patient gradually improved and could be discharged from the hospital without any major adverse events during the later postoperative course.